Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot #: 17222143, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo an explant procedure. No device malfunction was suspected.